Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the customer reported that the universal surgical manipulator (usm) 2 carriage pin was stuck. The camera instrument from usm 2, led turned umber upon the user installed the camera instrument again but the surgeon was unable to control the usm arms. Tse requested the customer to check if the carriage pin was stuck which was confirmed. Upon pulling out the pin the issue was resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and in the system logs, the 31009 error was found indicating instrument sensor fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the respondent was present during the procedure. The use of the arm was not disabled. The surgery was completed with 4 arms.